Manufacturer narrative:
The concerned devices should be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that a crack in the audio processor battery pack was observed and that it was not possible to remove the power one zinc air disposable batteries from the battery frame. One day later, a popped battery was observed and the battery pack was found broken. No injury was sustained.